Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer continued to use current pump for insulin delivery. There was no adverse impact to the customer¿s blood glucose level.